Event description:
Event description guidant received information that the patient was assaulted and injured near the implant site. Afteward, an interrogation of the device found a loss of sensing and electrograms. Intrinsic amplitudes could not be measured. An x-ray of the system was unremarkable. When the pacing rate was programmed high, pacing and capture were noted but sensing was still questionable.